Event description:
It was reported that during a da vinci si hysterectomy procedure, the endowrist one vessel sealer instrument would not fire. No missing or fallen pieces were reported. The procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. The instrument passed electrical continuity testing and sealing functionality testing. The grip force was checked and was 7.32 lbf at hard grip, and within specifications. Cut performance was tested using a red foam pad and the cut lengths were ok. There was no trouble found and the instrument did not exhibit any damage. On (B)(4) 2013, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) regarding the reported event. The csr indicated that she was not present during the surgical procedure. She was told by the site that during the surgical procedure the surgeon was unable to seal the patient's tissue while utilizing the vessel sealer instrument. Reportedly, a short audible tone was noted when the surgeon activated cautery energy; however, there were no error messages noted. It was reported to the csr that the planned surgical procedure was completed with a replacement vessel sealer instrument and there was no harm to the patient. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.